Event description:
A user facility reported to olympus that the lamp was "turning off" during a procedure and the problem was intermittent. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus. At this time, an evaluation has not been completed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the phenomenon is likely faulty igniter but the cause of the fault could not be identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.